Event description:
The complainant had an impella 5.5 pump implanted to support a patient admitted in acute myocardial infarction and cardiogenic shock. The patient was also supported by extracorporeal membrane oxygenation (ECMO). While on support, there were placement signal issues. The pump continued to support while the family was deciding to withdrawal care or not. The patient remained on support for just under forty-three days and the patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The investigation has been completed. No product was returned. The first set of logs is from 10/05 to 10/18, and the second set is from 10/18 to 10/27. During these timings the 5s parameters are all stable. There are placement signal low, suction and positioning alarms. There is a trend in the placement signal. The most likely root cause of the optical signal issue is due to the patient¿s condition. All pertinent information available to abiomed has been submitted at this time.